Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the cap of the transfer set had fallen off while the transfer set was still inside the pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not returned; however, two photos were received and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed with naked eye and magnification which identified a loose pull ring cap. The reported condition was verified, but the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.